Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and couldn't replicate the reported problem at the time of the investigation. The real time clock battery was over limit. The cause of the reported issue was not able to be determined. Preventive service and secondary repairs were performed to resolve the issue. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the pump alarmed two times with the error, "pump did not recognize the cassette," and then alarmed for, "service necessary, see manual." It is unknown if there was patient involvement. No patient harm/adverse event was reported.